Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the unit passed the polaris basic functions. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
The same case 2134265-2017-12861 and 2134265-2017-12860. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, an error 1800 was displayed at the main menu screen. When it was restarted, it occurred during pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
The same case 2134265-2017-12861 and 2134265-2017-12860. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, an error 1800 was displayed at the main menu screen. When it was restarted, it occurred during pullback. No patient complications were reported.